Event description:
Customer stated that she had low blood glucose episode. Customer stated that the paramedics were called to assist customer at home. The blood glucose reading was 27 mg/dl when the paramedics arrived. Customer stated that she was not eating enough and that may have contributed to her low blood glucose. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.